Event description:
During the case the scrub noticed that the saw blade had broken. Surgeon was made aware. We added a new saw blade onto the field. The sterile field and incision were searched as well as the floor and surrounding areas. We were unable to find the broken piece of the blade. An x-ray order was placed. X-ray taken and was read as negative for any small metal pieces relating to the broken saw blade.